Event description:
A remedial action has been completed to provide recommendations to the customer for product in the field. Abbott point of care is communicating this information to all potentially impacted customers in the united states (u.s.). This letter contains important information regarding I-stat eg7+ cartridge lot n25209. If your facility is currently using this cartridge lot, you may be impacted, and immediate review and action are required. Note: this notification applies only to the specific lot number listed. Background: the I-stat eg7+ cartridge when used with the I-stat 1 system is intended for use in the in vitro quantification of sodium, potassium, ionized calcium, hematocrit, ph, partial pressure of oxygen (po2), and partial pressure of carbon dioxide (pco2). It also provides calculated values for hemoglobin (hb), total carbon dioxide (tco2), bicarbonate (hco3), base excess (be) and saturated oxygen (so2). Description of issue: abbott has identified through internal testing that approximately 7.6% of cartridges from I-stat eg7+ cartridge lot n25209 listed above may report higher than expected pco2 and lower than expected ph results due to a manufacturing issue. This issue was not observed for any other tests. No reports of patient harm associated with this issue have been received.

Manufacturer narrative:
Reference: (B)(4).